Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance of this right ventricular (rv) lead was high and out of range above 2000 ohms. Additionally, the lead exhibited oversensing of noise and high pacing thresholds. A revision procedure was performed and this rv lead was surgically abandoned. Additional information was received that indicated that a lead fracture was suspected but could not be confirmed via x-ray. Additionally, the noise and high impedance measurements were recreated when testing the lead via a pacing system analyzer. This patient was not dependent on rv pacing and the shock impedance was within the normal range. No additional adverse patient effects were reported.